Manufacturer narrative:
The previous report was reported for repaired device allegation which is now updated to the base device allegation and the report is filed as uno report. Additionally, the device information is updated in this reported.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient is alleging of eye irritation, nose irritation and skin irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 09/27/2021 and section h 11 should be reported as: the manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient is alleging of eye irritation, nose irritation and skin irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service center concludes that the device passed final test. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.